Event description:
It was reported to boston scientific corporation that during a vaginal prolapse repair procedure using an uphold vaginal support system, the needle, with approximately 1 inch of suture, detached from the mesh leg assembly during a pass through the sacrospinous ligament and remained inside the capio carrier. The procedure was aborted due to this event without any complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).